Manufacturer narrative:
This report is submitted on march 01, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla unknown). Surgery to replace the magnet has been completed on (B)(6) 2018.